Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial #: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 08-jul-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving dilaudid (hydromorphone) 10 mg/ml for a total dose of 2.8 mg/day via an implantable pump. It was reported the patient reported clear fluid leaking from the pump pocket incision. The patient also reported poor pain relief. There was no known factors that may have led or contributed to the issue. No known diagnostics or troubleshooting were performed. The patient was scheduled for a revision procedure today ((B)(6) 2020), which was completed. It was noted that surgical intervention occurred. It was noted the sutureless connector was not attached to the pump (catheter disconnection). It was noted it was reconnected today ((B)(6) 2020). It was noted that the issue was resolved at time of report. The patient's status at time of report was alive-no injury. The patients weight was approximately (B)(6). There was no known relevant medical history. The event date was (B)(6) 2020. No further complications were reported/anticipated.